Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient was implanted with an ncb pp plate on (B)(6) 2020 and underwent revision surgery on (B)(6) 2020 due to implant fracture and bone re-fracture. Patient was re-operated to remove the implant and to refix the fracture. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. Review of received data: no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was implanted with an ncb pp plate on (B)(6) 2020 and underwent revision surgery on (B)(6) 2020 due to implant fracture and bone re-fracture. Patient was re-operated to remove the implant and to fix the fracture again. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture and bone fracture.